Event description:
Additional information was received. It was reported the patient is deceased. During extraction of the lead there was perforation of the superior vena cava resulting in blood loss.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance was 188 ohms on (B)(6) 2016. Svc defib impedance was greater than 200 ohms on (B)(6) 2016.

Event description:
It was reported that there was possible fracture and insulation damage on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.